Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer states that one of the adapters spins around within the extension tubing. There was o pt injury or ill effect. The catheter was pulled and replaced.